Event description:
Related manufacturer reference numbers: 2017865-2023-93543 it was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray was performed and revealed lv lead dislodgement. It was also found that the right atrial (ra) lead exhibited noise over-sensing believed to be due to the interaction with the dislodged lv lead. Programming changes were made initially to deactivate the lv lead. The ra lead and lv lead were both explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. A full lead was returned in one piece for analysis. Visual examination found suture sleeve impression on portion and the inner insulation was breached at the suture sleeve tie region at 22.0 and 22.3 cm from the connector pin, consistent with damage caused by overtightened suture. Electrical testing found an internal short between the inner coil and outer coil conductor paths. The cause of the reported events was isolated to the breached inner insulation due to suture tie down forces. No other anomalies were found.